Event description:
Alleged event: complaint alleges that the applier fired one clip that got stuck on the structure. The sales rep was present for the surgery. She explained to the surgeon how to remove the applier. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73k1400051 investigation did not show issues related to complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.